Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4. Ref MFR report: 1627487-2013-13994, 1627487-2013-13995 and 1627487-2013-13997. The pt has 4 leads, 2 from the same lot number (3590647). It was reported the pt's leads were eroding through the skin. The pt was also experiencing discomfort at the ipg pocket site. It was also noted the pt had to recharge daily. F/u info identified the pt underwent a surgical procedure on (B)(6) 2013 and his leads were repositioned. The physician also repositioned the pt's ipg which resolved the pt's discomfort.